Event description:
On 06-may-2026, a sales representative reported via (B)(4) that an ar-9202-09p arthrex univers¿ ii 3d stem impactor was damaged while being used. There was no additional information provided, and additional information has been requested. Additional information was provided on 12-may-2026 where the sales representative reported via (B)(4) that this occurred in an anatomic hemi. The impactor head split. The patient had good bone quality. A reamer and broach were used to prepare the bone. The device broke during final implantation. There was no delay in the procedure or additional anesthesia administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.